Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2020 the patient presented with a non-st-elevation myocardial infarction and three (2.75x15mm, 2.75x38mm, and 3.5x23mm) xience sierra stents and one unspecified alpine rx stent were implanted. On (B)(6) 2020, the patient was re-admitted with unspecified cardiovascular symptoms and hypotensive heart failure. Unspecified treatment was provided and the final patient outcome is not known. No additional information was provided.